Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07033. It was reported that balloon rupture occurred. During a fistulogram, two 8.0 x80, 75cm gladiator¿ balloon catheters were advanced to dilate the target lesion. However, upon inflation at below rated burst pressure, both balloons ruptured. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a longitudinal tear in the balloon material starting at the distal markerband and extending proximally along the balloon for 65cm. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination identified that the shaft inside the balloon was kinked in the middle section between the proximal and distal markerbands. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07033. It was reported that balloon rupture occurred. During a fistulagram, two 8.0 x80, 75cm gladiator¿ balloon catheters were advanced to dilate the target lesion. However, upon inflation at below rated burst pressure, both balloons ruptured. No patient complications were reported and the patient's status was fine.